Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead, implanted: (B)(6) 2013; a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the electrocardiogram (egc) strips showed pauses one day post implant of the device. It was noted the pauses may be due to intermittent p-wave sensing on the ventricular lead. Patient will stay an additional day in the hospital. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.